Manufacturer narrative:
The ge service representative evaluated the system and found the x-ray tube was not working. He replaced the tube and the system now operates as intended.

Event description:
The customer reported the system did not generate x-rays and the temperature indicator light was on. No pt injury was reported.